Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing various components including an ars for evaluation. Initial visual analysis did not reveal any defects or anomalies. After the ars failed functional testing, the handle was broken to examine the valves inside. The valve mechanism consists of two bi-lateral valves and a spacer. A small puncture hole was observed in the proximal valve. Slits were present in both valves. The syringe was able to successfully draw and aspirate water with a lab inventory introducer needle attached. No issues were identified. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the "introducer" needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal seal within the plunger body was intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released but did not snap back into a position = 1cc from the starting position. Therefore, the internal valve or the ars is not functioning as intended. A device history record review was performed, and no relevant findings were identified. The issue of the ars leaking was confirmed during functional testing of the returned sample. The returned syringe failed the vacuum test. Further examination of the valves revealed a small puncture hole on one of the valves. A device history record review did not reveal any relevant findings. A CAPA has been initiated to further investigate this complaint issue; corrective actions have not yet been implemented. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: the ars syringe was found leaking during puncture on patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the ars syringe was found leaking during puncture on patient. No patient harm reported. The patient's condition is reported as fine.